Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2023-01992 and 1627487-2023-01993. It was reported that the patient's ipg migrated in the pocket, causing discomfort and twisting of the extensions. Surgical intervention was undertaken in which sutures were added to secure the ipg and the extensions were explanted and replaced to address the issue.